Manufacturer narrative:
The insulin pump had a button error alarm and on button response due to corroded keypad traces. The insulin pump was received without the original pump belt clip. No damage on pump belt clip slot noted. The insulin pump was received with cracked case on all four corners near display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 65 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.